Event description:
Allergic reaction mimicking infection [hypersensitivity]. Case description: spontaneous report was received on 05/12/2012 from a physician regarding a pt (age, gender and initials not provided) with osteoarthritis. The pt's medical history was significant for osteoarthritis. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml, weekly in an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt experienced allergic reaction mimicking infection. It was reported that the event of allergic reaction required washout and the pt received treatment with antibiotics for unk cause. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 05/14/2012. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship to the product is not affected by this report.